Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm implantable collamer lens, into the patients left eye (os). The lens was removed due to low vault and patient experienced a refractive surprise. The lens was replaced with a larger size but same power lens and the event was resolved with 200 micron vault. Additional information has been requested but none has been forthcoming. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm implantable collamer lens, in the patients left eye (os). The lens was removed due to the patient experienced a refractive surprise. The lens was replaced with a larger size but same power lens and the event was resolved with 200 micron vault. Additional information has been requested but none has been forthcoming.